Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: a42820.

Event description:
It was reported that the patient was experiencing discomfort at the lead site. The patient underwent an explant procedure wherein the leads were removed. No device malfunction was suspected. The explanted leads were not returned as they were kept by the medical facility.